Event description:
Right after a new o2 sensor was installed, high and low fio2 alarm occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. There was no patient involvement in this case.